Event description:
Extraction of cataract left eye; capsular phacoemulsification was initiated; it was found that during the course of phacoemulsification there was no vacuum being achieved; according to operative report, as a result of lack of vacuum, the lens was displaced inferiorly and the superior zonules disrupted, causing probable vitreous presentation; vacuum corrected phaco completed; there was rupture of the posterior capsule itself; anterior vitrectomy perforated tubing to foot pedal found to be unsecured.